Event description:
It was reported to philips that the heartstart xl+ defibrillator cannot discharge. The top right corner showed an "x". There was no patient involvement.

Manufacturer narrative:
(B)(4).